Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) of scar tissue is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3.date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that his device recently stopped working. The patient stated he was seen by his physician and told him that a revision surgery can be difficult due to scar tissue. The patient will contact another physician. The device is still implanted. No further patient complications reported.